Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it worked fine up until now and the patient would like help increasing stimulation. It was clarified that the patient had a return of bladder symptoms and the device had lost effectiveness. Trouble shooting attempts were made and the patient programmer showed stimulation was on. The patient stated that she was on p3 at 0.7 volts. The patient confirmed feeling stimulation in the correct area and the patient was walked through adjusting stimulation to p3 at 0.8v. The event was considered sudden and the patient will monitor symptoms. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the sudden return of bladder symptoms was caused by a urinary tract infection (uti). The patient stated that she took antibiotics to resolve the uti and the issue resolved. There were no further symptoms or complications reported or anticipated.